Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 455 mg/dl. The patient was trying to treat his high blood glucose with the insulin pump. The customer stated that the act button got stuck when he was trying to give himself some insulin last night. The customer stated that there is no significant event leading to the keypad issue. The customer stated that the device was not dropped or exposed to water. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 455 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.